Event description:
It was reported that the customer gave too much insulin when delivering a bolus. The customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg. Reportedly the customer required assistance. No additional patient or event information was available.